Event description:
On (B)(6) 2025 the user reported fluctuating blood glucose (bg) levels, with readings reaching 313 mg/dl and later dropping to 56 mg/dl. Review of ilet charts confirmed that the user experienced transient hyperglycemia lasting less than 90 minutes above 300 mg/dl, followed by a false meal announcement while bg was decreasing. This resulted in insulin stacking and a subsequent low bg event. The user treated the low with glucose tablets and reported difficulty concentrating during the episode. The agent reviewed how to interpret ilet and app bg charts and emphasized verifying cgm readings with a fingerstick when high or low readings occur. At the end of the call, bg was back in range, and the user understood corrective steps. No medical intervention or outside assistance was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.